Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney regarding 46 patients who were receiving unspecified medications via implantable pumps for unknown indications for use. It was reported the patients experienced personal injury and in some instances wrongful death as a result of alleged defective device systems' failure to deliver medications as prescribed. Each individual listed (46 individuals) was injured due to the device system's failure to deliver medications as prescribed which required removal of their defective device and in some cases required replacement of their defective device. The injuries and deaths occurred "within the past several years". The reportedly defective device systems caused each patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device and in some instances replace the device. The specific injuries that occurred, which patient's died and/or additional event details were not specified.

Manufacturer narrative:
Information previously reported in this manufacturer's report has been more thoroughly captured for each patient in the following manufacturer's reports for each individually identified patient: 3004209178-2014-12936, 3004209178-2016-13986, 3004209178-2013-02613, 3004209178-2016-13955, 3004209178-2015-02017, 3007566237-2016-00411, 3004209178-2015-12481, 3004209178-2015-12728, 3004209178-2015-19135, 3004209178-2013-20121, 3004209178-2012-04891, 3004209178-2016-00034, 3004209178-2014-00906, 3004209178-2015-23671, 3004209178-2015-01383, 3004209178-2016-14309, 3007566237-2016-02588, 3007566237-2016-02589, 3007566237-2016-02590, 3004209178-2016-14350, 3004209178-2015-10499, 3004209178-2016-14375, 3004209178-2015-13290, 3004209178-2015-18998, 3007566237-2016-02654, 3004209178-2015-18328, 3004209178-2016-14431, 3004209178-2016-14439, 3007566237-2016-01036, 3007566237-2016-02682, 3004209178-2014-17718, 3007566237-2016-02684, 3007566237-2016-02688, 3004209178-2015-19010, 3004209178-2016-14565, 3007566237-2016-02691, 3004209178-2015-22649, 3007566237-2016-02745, 3004209178-2015-16326, 3007566237-2016-02746, 3004209178-2014-00817, 3007566237-2015-02590, 3004209178-2015-11390, 3004209178-2015-12839, 3004209178-2013-23482, and 3004209178-2016-13363. Death and intervention required were initially checked, but are no longer required to be checked as the patient's were assessed individually; see the associated manufacturer's report numbers above. Death was initially checked, but no longer applies as the patient's were individualized; see the associated manufacturer's report numbers above. The previously reported device code was replaced as it no longer applies. The previously reported patient codes were replaced as they no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.